Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis of colon and rectum in a laparoscopic left colectomy procedure, the device was able to squeezed and fired but the staples were malformed. Another device was used and anastomosis resected and re-stapled. The surgery extended by an hour.